Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." And number 14 states, "postoperative bone fracture and pain." This report is number 5 of 8 mdrs filed for this event (reference 1825034-2013-02095 / 02102). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent bilateral total hip arthroplasty procedures and reports patient allegations of pain, inflammation, complications with her right hip, difficulty ambulating and problems sitting, standing and moving up and down stairs, metallosis, loss of mobility, loss of range of motion and pseudotumor. Review of invoice history confirms total hip arthroplasty procedures occurred on left side on (B)(6) 2002 and on right side on (B)(6) 2003. Further review confirms revision procedures were performed on right side on (B)(6) 2012 and (B)(6) 2012. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.